Event description:
The manufacturer received information from a customer that the active exhalation verification test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 was serviced by a manufacturer service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices proportional valve and three-way (3-way) had caused the active exhalation test step to fail on the device. In conclusion, the device's proportional valve and 3-way valve were replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.